Event description:
Report received of the pump failing to detect proximal occlusion during preventative maintenance testing. There were no reports of any patient events while the pump was in clinical use. Though requested, no additional information was provided.